Event description:
On 25th june 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that immediately following implantation into the eye a piece of the iol optic was observed to be missing necessitating explantation of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, part of the optic was observed to be missing from the lens. The healthcare professional reports that resistance was encountered during injection; however, the lens did advance and come out of the injector. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The rayone iol was explanted and exchanged within the original surgery session. No patient harm/injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available to establish the cause of the event. The device has not been returned to rayner. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.